Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to extended charge times during mid-life. The health care professional (hcp) discussed with boston scientific technical services (ts) timeframe for change-out; ts reviewed typically it is 90 days between eri to end of life (eol). There was concern that the device reached eri earlier than expected. At this time, no surgical intervention has been performed and the device remains in service. No adverse patient effects were reported.